Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 275cc mentor memorygel breast implants experienced spontaneous bilateral rupture rupture post procedure. The rupture was stated to be more pronounced on the left than the right side. As a result, explant and replacement with 275cc mentor memorygel breast implants was performed was performed on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-12573 on october 5, 2020. On november 4, 2020 mentor received additional information and initial awareness of the left sided rupture. This report relates to the left prosthesis.